Event description:
The hospital reported that during the saphenous vein harvesting procedure, blood leaked inside two dissection tips of the harvesting cannula. The procedure was completed using the second device that had blooding leaking inside the tip. No patient complications were reported.

Manufacturer narrative:
Investigation results: the complaint is confirmed for blood kept entering inside the dissection tip. From visual inspection, blood was visible inside dissection tip. However, when tested, no leaks were detected. Possible cause for blood leaking is user technique.